Event description:
A customer reported an issue with a cracked and shattered touchscreen on their insulin pump, which rendered the device unresponsive and illegible. There was no adverse impact on the customer¿s blood glucose level. The damage occurred when the customer accidentally bumped into a wall or railing. Technical support arranged to replace the pump, and the customer opted to use multiple daily injections (mdi) as a backup insulin delivery method until the replacement arrived. Although the pump was out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump.